Manufacturer narrative:
Implant fell out of packaging and became un-sterile. The implant and the insertion post show signifant signs of insertion and organic residue / bone. No product problem detected. The reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell out of packaging and became un-sterile.